Manufacturer narrative:
A specific root cause could not be determined. It is likely an instrument problem was present that was solved by maintenance. Preventive maintenance was performed on the cobas 6000 e 601 module and additional comparisons were performed. These comparisons were acceptable to the customer.

Manufacturer narrative:
(B)(4).

Event description:
The customer was having issues with qc results for several cardiac assays including elecsys troponin t stat assay, elecsys ck-mb immunoassay, and probnp. Both roche qc and biorad qc results was were in the acceptable range, but the results for the biorad qc differed between the cobas 6000 e 601 module and the cobas e 411 immunoassay analyzer at the site. From (B)(6) 2017, the customer performed comparison studies for troponin t stat and probnp between the cobas 6000 e 601 module and the cobas e 411 immunoassay analyzer using diagnostic patient samples. The specific dates of testing were not provided. The comparisons for probnp were acceptable. Of the troponin t stat data provided for 17 patient samples, only the results for six patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The customer believed the results from the cobas e 411 immunoassay analyzer to be correct and these results were reported outside the laboratory. There was no adverse event. The troponin t stat reagent lot number was 21415801 with an expiration date of 01/31/2018.